Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switch at the up arrow button area on the keypad trace. There was no number ramping or scrolling on the display. The insulin pump was received with cracked battery tube threads, cracked reservoir tube and scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 429 mg/dl. Customer treated themselves with a manual injection. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer stated that the scroll bar moved without any input. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.